Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that locking ring bent up from the plate - physician could not get the ring back flush so he took ring out - he could not use plate any longer - new plater was used on pt - no complications."